Manufacturer narrative:
Evaluation summary: a 4mm cut/slice to outer jacket of shaft approximately 2.5cm from the distal tip was found. The stylet did not pass continuity/resistance testing due to an ol reading during the e- test. While performing a saline test with the stylet connected to a lab generator, the generator would consistently display a high impedance advisory.

Event description:
The physician was using an rfs stylet, during use an impedance error occurred. Another device was used to complete the procedure. No clinical sequelae reported.